Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10016073 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris gravity set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that medication still ran through even when the roller ball was closed. The tubing was thrown away.